Event description:
Pt ventilator dependent in ICU. Acutely and without warning ventilator shut down with steady alert tone and blank screen. Pt not longer being ventilated. Rapidly removed from vent and manually ventilated until replacement vent arrived. Vent was not being manipulated or touched nor was pt being manipulated or turned. When vent removed plug was securely plugged in and no other devices in room signed a power flux or failure.